Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator power cord sparked and was hot to touch. A boston scientific company representative opted to replace the communicator. The communicator was no longer in service.